Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient was given an unspecified medication intraperitoneally (drug name and dosage not reported) as a loading dose for treatment of the peritonitis event. On an unreported date, the patient began treatment with vancomycin injection 1 gram once in three days (route and duration not reported) and amikacin injection 500 milligrams (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal dialysis effluent was clear. On an unreported date, the patient was discharged from the hospital, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.